Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) following a supply change, with a highest blood glucose (bg) of 354 mg/dl. The issue was attributed to a bad infusion site with a prefilled cartridge. The user replaced supplies the following morning, after which blood glucose (bg) began trending down to 219 mg/dl. Blood glucose (bg) was corrected with a site change. The user's reported symptom during the event was cotton mouth. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.